Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that they are having a blank display and there is also a scratch on the screen. Customer also states that there is a battery out limit. The insulin pump might have been exposed to moisture due to sweaty body. The blood glucose reading is 350 mg/dl. The insulin pump will be replaced. Nothing further reported.